Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in pump history.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. Customer stated that displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.